Manufacturer narrative:
Manufacturer narrative: the customer reported that the transmitter felt warm to the patient. The device was in use on a patient, however no patient harm was reported. The biomedical engineer tested the batteries that were in use at the time. They did not have enough power to start the transmitter, showing less than 1 volt of power. The biomedical engineer tested the unit over a 4-day period and could not duplicate the problem of overheating. The customer sent the device and the batteries in to nihon kohden for evaluation. The customer was provided with an exchanged transmitter. Nihon kohden performed an evaluation of the device and could not duplicate the reported problem of overheating, as well as find evidence of melting resin within the rear case. The unit was sent to nkc for further investigation. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the transmitter felt warm to the patient. The device was in use on a patient, however no patient harm was reported. The biomedical engineer tested the batteries that were in use at the time. They did not have enough power to start the transmitter, showing less than 1 volt of power. The biomedical engineer tested the unit over a 4-day period and could not duplicate the problem of overheating. The customer sent the device and the batteries in to nihon kohden for evaluation. The customer was provided with an exchanged transmitter. Nihon kohden performed an evaluation of the device and could not duplicate the reported problem of overheating, as well as found evidence of melting resin within the rear case. Nkc investigation showed normal operation of the device. Further investigation could not be completed as batteries were not returned with the unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the transmitter felt warm to the patient. The device was in use on a patient, however, no patient harm was reported. The biomedical engineer tested the batteries that were in use at the time. They did not have enough power to start the transmitter, showing less than 1 volt of power. The biomedical engineer tested the unit over a 4 day period and could not duplicate the issue of "the transmitter becoming warm." The customer sent the device and the batteries in to nihon kohden for evaluation. The customer was provided with an exchanged transmitter. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the transmitter felt warm to the patient.